Event description:
It was reported that the programmer screen was instable and interference was observed. This led to difficulty interrogating devices. The status of the programmer is unknown. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).